Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultralink meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information the patient reported that the alleged issue with the subject meter not turning on began on an unspecified time of the morning of (B)(6) 2011. She stated that she tests her glucose every 2 hrs during the day and manages her diabetes with insulin (pump therapy). Due to the alleged issue with the subject meter, she denied making any changes to her usual treatment. The patient reported getting another meter from the pharmacy, and testing her glucose at an unspecified time of (B)(6) 2011, and obtained a result of "40 mg/dl". She claimed on (B)(6) 2011, at 9 pm, after the alleged issue started she felt shaky, clammy, sweaty, disoriented and thirsty, which she associated to symptoms of a low glycemic state. The patient informed this mss that in response to her symptoms, at 9:45 pm, she self treated with food/drink and felt better soon after. During the initial call with customer service, the agent noted that the patient was using the correct test strips and there was no information of misuse. The cca confirmed that the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Follow-up # 1 (10/20/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have crystal x1 failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.